Manufacturer narrative:
Evaluation summary: no sample was returned; it remains implanted, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. There have been two other similar complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported that iop increased six months following a glaucoma filtration device implant procedure. Intraocular pressure lowering topical medication was in use one year following the implant procedure. The device has remained in the eye. Additional information was requested.